Event description:
A customer reported that during a cataract procedure, the patient sustained a corneal burn to the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).